Event description:
A female customer reported experiencing an ocular burning sensation after using complete easy rub mps solution. She discontinued use of the product and recovered without medical attention.

Manufacturer narrative:
Retain unit evaluation results: retained solution was found to be within chemical specifications and microbiology testing showed the solution to be sterile. Complaint unit evaluation results: returned solution that was opened and used by the consumer was tested and found to be within chemical specifications; however, the returned unit was not sterile. Based on evaluation results, it appears that user error (improper handling of device) contributed to event.